Event description:
The facility reported to customer service a pump with failure code 533:320. This failure code occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary:failure code 533:320 was confirmed. Inspection of the device found that the cause of the failure code was due to a defective user interface module printed circuit board and software. The user interface module printed circuit board and software were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA which was opened on january 28, 2005.continued from h9:6000001-2/25/05-004-c6000001-12/13/05-019-c